Event description:
It was reported that the device was used during a low anterior resection procedure. It was reported by the affiliate that the device was fired and then the lower rectum was divided. On removing the device, there were no staples on the rectal stump. There were on staples in the cartridge. As the lesion was very low, a second stapler could not be used. Therefore, a manual purse string was used. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the approrpriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, j43x82; cartridge position, unloaded; casing position, back; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, forward; safety position, unlocked and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes and lockout slide tip condition, good. Analysis conclusion; based on the info recieved and the visual results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident.